Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device evaluation confirmed the "system error 105", caused by a failed motor (flex). The motor assembly was replaced.

Event description:
During baxters device evaluation, the device was found to display a "system error 105" message. There was no pt involvement.